Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
We received a report from our country rep that he was contacted by a vns treating physician in (B)(6). It was reported by a vns pt who had their device implanted in (B)(6) 2010 who had high lead impedance. It is unk if the pt had a fall or injury preceding this event. It is unk if their vns has been programmed off or if any interventions are planned. No device product info has been provided. Unk the last date acceptable diagnostics were taken on their vns device. X-rays have not been provided for review. Good faith attempts have been made and thus far no further info has been attained.